Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump was noted to be off by 6.75% on accuracy testing. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one cadd-solis pump was returned for investigation in used condition. The tamper seal was missing, and the lens was damaged. An accuracy test was performed. The customer reported product problem was not replicated. A root cause could not be established.